Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's father stated that his son was experiencing pain while wearing a specific model of infusion set. He described inserting an infusion set headset on the side of the patient's buttocks away from the belt line. The patient began to experience pain at the infusion site after 3 to 4 hours of wear. No rash was observed at the site. They then changed infusion sites choosing a site on the other side of his buttocks. He reported that pain at that site began immediately. The patient's father reported that his son is allergic to nickel. The infusion set that he had been using utilized a stainless steel needle/cannula. The patient had been diagnosed with lyme disease, and his father believed that this might be contributing to the pain. He stated that he planned to take his son to a healthcare professional specializing in the treatment of lyme disease. The product was no longer available and could not be requested to be returned for evaluation. A different model of infusion set utilizing a teflon cannula was shipped to the patient. During follow up, the patient's father conveyed that the issue did not reoccur once his son began using the different model of infusion set. He believed that physiological effect was related to his son's allergy to nickel. No blood glucose concerns were reported in relation to this issue. The patient did not require medical assistance from a healthcare professional to address the issue.